Manufacturer narrative:
The patient was successfully transported to the or and transplanted. No further information is available at this time.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad), and a paracorporeal ventricular assist device (pvad), on the right side. It was reported by the vad coordinator that while transporting the patient from the ICU to the or a transplant, while in the elevator, the dual drive console (ddc), which was powering the pvad stopped pumping, drive pressure went to 700, and a loud continuous flow of air was heard. The compressor sounded like it was trying to recycle, however, was unable to produce flow. The patient was hand pumped and a new ddc was programmed and attached to the patient with no further incidents.